Event description:
During a remote follow-up, inadequate high-voltage (hv) output was delivered by the device due to an incorrect interpretation of signal. A second hv shock was delivered and was successful in terminating the arrhythmia. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.